Event description:
The customer reported that the device displayed a low leak-co2 rebreathing risk (ec 1203) error code. It was unknown how the issue was found, no patient or user harm reported. Per the diagnostics performed by the engineer, the customer stated that the device alarmed a low leak co2 rebreathing risk alarm on screen during set up. The remote service engineer (rse) verified error code 1203 in the event log. It was also reported that the test circuit has a whisper swivel, and the air inlet filter was clean. The rse advised the customer to replace flow sensor assembly to correct the issue. The rse then provided part number and referenced pg 294 in v60 manual. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Multiple attempts were made to follow-up with the customer to obtain repair information; however, there was no response. If additional information is received at a later date, this complaint will be re-opened and re-evaluated accordingly.